Event description:
Report received of an over-delivery with no pump alarm. The pump was programmed to deliver a 500ml bottle of lipids at a rate of 40ml/hr. It was reported that the lipids infused at a "wide-open" rate and the patient received a 24 hour dose of lipids in a 2 hour period. The customer stated that "the physician was notified and the patient was fine, showing no adverse reaction." There were no reported adverse patient effects. Multiple unsuccessful attempts have been made to obtain additioinal information.